Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead.

Event description:
(B)(4): information was received from a healthcare professional regarding a patient who was having a trial. It was reported that patient had zapping pain associated with one of her leads. Patient had 2 leads placed behind her ear for headache pain. Pt started trial on (B)(6) 2017. When stim turned up on one of her leads to about 2v, patient got zapping pain above her ear which was the lead insertion site. The two leads were located close by each other so caller was trying to figure out which lead was causing the zapping. Settings were checked and patient was showing 0.0v on program 1 and 2.5v on program 2. Caller was asked to reduce prog 2 to 0v and increase prog 1 to 1v and then patient was feeling some stim that was comfortable. The caller then increased the voltage on prog 2 and at 2v, the patient felt a zapping pain. Reviewed it was a clinical decision if they wanted to have patient just use prog 1 until she was seen by her managing hcp. Additional information was received on 2017-may-22 from the rep. It was reported that during the trial for ons where patient had 2 perc leads placed on left side (using two different access points on left side). Both leads had been sutured in place. One of the leads migrated enough such that 2 electrodes became externalized and were causing the patient to feel buzzing on their skin (they tend to program all electrodes when doing ons trial). The caller shut off electrodes #6 and #7 (the two which had become externalized) and this resolved the buzzing and patient had a successful trial. The other lead also migrated but the lead did not become externalized and patient had successful stimulation from this lead despite the migration. Patient had a successful trial and was to get a permanent implant. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via manufacturer representative. It was reported that the serial numbers of the devices were unknown, the cause of the lead migration was unknow and patient's weight was unknown at the time of the event. No further complications were reported/anticipated.